Event description:
It was reported via literature that multiple serious injuries occurred. A single center study was conducted from march 2024 to october 2024 to evaluate the feasibility, safety, and outcomes of combining atrial fibrillation pulse field ablation (pfa) and left atrial appendage occlusion (laao) into a single procedure. Forty five (45) patients underwent pfa using a farawave catheter and laao using a watchman flx pro. Procedure summary femoral venous access was obtained and unfractionated heparin was administered prior to the transeptal puncture. The transeptal puncture was performed, a farawave catheter was advanced into the left atrium, and pulmonary vein isolation was completed via pfa. Following pfa, the unknown ablation sheath and farawave catheter were removed and a watchman delivery sheath with watchman flx pro device were advanced into the left atrium. The watchman flx pro was implanted in the left atrial appendage following standard position, anchor, size, and seal criteria and the device position was confirmed via transesophageal echocardiogram. Heparin was discontinued, protamine was administered, and the procedure concluded. Event summary of the 45 patients enrolled in the study, one (1) patient experienced pericarditis post procedure. Forty five (45) days post index procedure one (1) patient developed a pericardial effusion which required a pericardiocentesis, and one (1) patient experienced a major gastrointestinal bleeding event. No further information on the status of the patients is available.

Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation tabaja, c., et al. (2025) combined pulsed field ablation of atrial fibrillation and left atrial appendage occlusion a single-center experience. Heart rhythm. 16 s1547 to 5271(25)03153 4. 10.1016/j.hrthm.2025.12.017 this event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. With all the available information, boston scientific (bsc) concludes: device history record review the upn and lot number of the farawave catheter were not provided therefore a shipment history of previous lots sent to the customer could not be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists pericarditis, pericardial effusion, and hemorrhage as known potential adverse events associated with the use of the device. Risk review a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of pericardial effusion, hemorrhage, and infection such as pericarditis were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that of the patients in the study cohort that underwent a pulse field ablation using a farawave catheter one incidence each of pericarditis, pericardial effusion, and gastrointestinal bleeding occurred. Pericardial effusion, hemorrhage, and infection such as pericarditis are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported via literature that multiple serious injuries occurred. A single center study was conducted from (B)(6) 2024 to (B)(6) 2024 to evaluate the feasibility, safety, and outcomes of combining atrial fibrillation pulse field ablation (pfa) and left atrial appendage occlusion (laao) into a single procedure. Forty five (45) patients underwent pfa using a farawave catheter and laao using a watchman flx pro. Procedure summary femoral venous access was obtained and unfractionated heparin was administered prior to the transeptal puncture. The transeptal puncture was performed, a farawave catheter was advanced into the left atrium, and pulmonary vein isolation was completed via pfa. Following pfa, the unknown ablation sheath and farawave catheter were removed and a watchman delivery sheath with watchman flx pro device were advanced into the left atrium. The watchman flx pro was implanted in the left atrial appendage following standard position, anchor, size, and seal criteria and the device position was confirmed via transesophageal echocardiogram. Heparin was discontinued, protamine was administered, and the procedure concluded. Event summary of the 45 patients enrolled in the study, one (1) patient experienced pericarditis post procedure. Forty five (45) days post index procedure one (1) patient developed a pericardial effusion which required a pericardiocentesis, and one (1) patient experienced a major gastrointestinal bleeding event. No further information on the status of the patients is available.

Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Tabaja, c., et al. (2025) combined pulsed field ablation of atrial fibrillation and left atrial appendage occlusion a single-center experience. Heart rhythm. 16 s1547 to 5271(25)03153 4. 10.1016/j.hrthm.2025.12.017. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.